Manufacturer narrative:
(B)(4). D10: cat: 11-165208, lot: 66840604, ringloc bi-polar 28x42mm. G2: foreign ¿ taiwan. H6: suggested component code: mechanical (g04) - head. Visual examination of the returned product identified outer spherical surface has scratches. Taper hole has marks on the wall surface. No other damage was noted. Where measured, the device was conforming to specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. It was reported the patient fell leading to a dislocation and subsequent closed reduction, however it is unknown if the devices caused or contributed to the reported fall. As per IFU, the ringloc bi-polar acetabular prosthesis can dislocate. Closed reduction is generally successful; however closed reduction must be attempted with caution to prevent disassociation of the bi-polar acetabular component from the femoral component. When dislocated, the bi-polar component can assume a vertical position and become impinged against the natural acetabulum. When impinged, during closed reduction, the bi-polar component can experience forces greater than the lever out forces or torque forces required to disassociate (separate) the bi-polar component from the femoral component. Complaint sample was evaluated, and the reported event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately one month post-implantation, the patient fell and dislocated their hip. Doctor initially chose to complete a closed reduction. Then the cup and head separated and the patient underwent a revision procedure. It was reported that no further information is available.